Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber tip was chipped and burnt inside the patient. The fiber was exchanged and after "few minutes" the same problem was noted on the second fiber. The case was completed using an alternate procedure ("turbt"). Stable patient outcome reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "damaged on the tip while operating" could not be confirmed. Glass cap fractured was observed. The probable root cause of the failure is: operational context based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.